Event description:
On (B)(6) 2023 surgery to implant a new pacing system including the reported vega r52 lead(s/n : (B)(6) was performed.when attempting to place the reported vega r52 lead, it was observed that sensing but not pacing was possible. When the vega r52 lead was removed and checked, it was confirmed that a foreign object (possibly a blood clot, but this is not accurate) was attached to the screw, even though I haven't extended the screw yet. The deposit could not be removed with gauze or the like. Repeated attempts to re-place the reported vega r52 lead did not improve the situation, so a new vega r52 lead(s/n : (B)(6) was used and placed in a different location. Measured value after placement were good. The reported vega r52 lead was removed and then discarded at the hospital. The physician suggested that it might be caused by the patient. The physician has experience implanting screw leads of made by microport.

Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As reported, once the lead was positioned without the screw extended, no ventricular pacing was observed, unlike detection. However, as the lead screw (at that time) was not extended, and pacing (whatever the pacing configuration) occurs through the screw, such observation did not reflect the actual lead performance, as it affected the pacing function. Regarding the foreign matter observed on the screw despite the non-extension, it could be related to a physiological element of the patient that came at this position during position attempt and most probably a blood clot. It should be noted during final visual check inspection, such irregularity at the screw level would have been observed and the product would have not been released for distribution. Based on the provided elements, no lead malfunction is suspected. However, as the lead was not returned for investigation, no conclusive statement on the root-cause can be drawn. The results of this investigation are retained and utilized for trending purposes.